Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to cut completely through the polyp while using cautery. The procedure was successfully completed with this device using a cold snaring technique. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found the wire kinked. The device passed the retroflex test and the electrical test with a resistance of 12.6 ohms, which is within specification. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event; as a result the complaint could not be confirmed. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to cut completely through the polyp while using cautery. The procedure was successfully completed with this device using a cold snaring technique. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.